Event description:
The customer reported that the unit would not power on. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the reported problem. The service technician replaced the power supply to address the finding. Extended self testing and applicable final testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a shorted component. Malfunction of the power supply as noted during use could result in the ventilator shutting down. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of power, an audible power fail alarm will activate.